Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05456. On (B)(6) 2015, the patient underwent a permanent implant procedure. During the procedure, the doctor experienced difficulty removing the leads from the stylets due to the leads being stuck. As a result, the doctor used another pair of leads in exchange and successfully implanted the leads. In turn, the procedure extended by 90 minutes.